Manufacturer narrative:
The reported event of crm (B)(4) - option for maintenance IV fluids are causing occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 6/20/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date. Review of the qn database was performed beginning from the date of manufacture through present. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
The customer reported that a certain profile within their data set is causing occlusion alarms. The customer later reported that when the nursery profile is chosen, and then "maintenance ivf", the device frequently alarms for occlusions. When the nursery profile is chosen, and "replacement fluids" are chosen, this does not occur. The customer was able to re-create the situation previously, but they were unable to do so on monday. The customer is no longer getting occlusion messages when trying to re-create the scenario. The customer declines further investigation at this time. There was no patient harm.